Event description:
Premature deflation of the internal bolster. Found 5 days after placement. The deflation of the internal bolster was observed in 2008, but the internal bolster was inflated when checked two days later.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.